Event description:
The customer reported that the pump battery would not charge, and the charging connection was unstable and not recognized, despite using a tandem charging cable and attempting to charge via different outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use an alternate backup therapy to ensure continued insulin delivery. The customer was advised on how to put the pump into storage mode before returning it to tandem and was provided with a pre-paid label for the return. The customer acknowledged the instructions received.